Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding for almost 3 months') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pruritus ("my feet and hands at night") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the genital haemorrhage, pruritus and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 3 and fu 4 were processed together. Follow up received from social media. Reported information was added. Event extremities itchy sensation of was added. Reporter information was added. On 23-mar-2020: fu 3 and fu 4 were processed together. Content from social media received: event 'hair loss' and reporter was added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.